Event description:
It was reported that the patient's implantable pulse generator (ipg) "quit functioning", and the device was replaced. No additional information could be obtained through follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.